Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during cs100 intra-aortic balloon pump (iabp) use, a iab loop leakage report was received. There were no patient harm or injuries reported.